Event description:
The following was reported to hamilton medical ag: a local staff member was conducting a c1 inspection. He noticed that sometimes the binary valve test in the comp test would all come back ok, but then the blower would continue to run without stopping. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: a local staff member was conducting a c1 inspection. He noticed that sometimes the binary valve test in the comp test would all come back ok, but then the blower would continue to run without stopping. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.